Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. Customer was able to clear alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer returned pump for alleged pump error 3 and pump error 54 and 42 alarm on (B)(6) 2021. Unit passed displacement test and self test. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing; however, the pump downloaded history confirmed pump error 54 alarm (esf3010978, line number 1421, file number 32122) was noted at (B)(6) 2021 15:48:41.000. Pump error 3 was also noted in pump download history on (B)(6) 2021 at 15:48:43.000. (Esf3010979, line number 2803, file number2002 ). Pump error 42 was also noted in pump download history on 10/21/2021 at 15:48:45.000 (esf3010979, line number 457, file number13) tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked retainer, missing display window/cover, cracked keypad overlay, pillowing keypad overlay. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Pump error 3 (expected behavior) and pump error 42 (drive counts unreliable - expected behavior) were the consequence of pump error 54. Pump error 54 was triggered due to the gap between the dma down counter going to 0 (zero) and usart transmit complete interrupt. (Duplicate of row 161). This is the sw defect. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.